Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown fns antirotation screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the femoral neck system (fns) was implanted to the patient for garden IV type fracture. On an unknown date after the initial surgery, there was implant cut-out. On (B)(6) 2019, the fns removal and bipolar hip arthroplasty surgery was performed because of implant cut-out. In the reoperation, the screw could not be removed easily. The surgeon commented that the cut-out shall occur because the fracture was like garden IV type. No further information is available. This complaint captures the postoperative event of fns device cut out, while related complaint (B)(4) captures the intra-operative event wherein an unknown screw could not be removed easily during removal procedure. Concomitant devices reported: fns plate (part# 04.168.000s, lot# l642150, quantity 1), unknown locking screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown fns antirotation screw. This is report 1 of 2 for complaint (B)(4).